Event description:
It was reported that increase in rv pacing lead impedance was observed since lead implant. There was also drop in rv sensing. Device migration was noted on chest x-ray. It was noted that the suture sleeve was broken and rv lead was pulled back with no slack. The asymptomatic patient was scheduled for surgery. When the pocket was opened, twiddler¿s syndrome was confirmed as the rv lead found to be twisted which was suspected to have contributed to the electrical issues. The lead helix would not retract during explant procedure. Lead was laser extracted. A new lead was implanted with two suture sleeves. Patient¿s condition was stable.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Additional information: (B)(6) 2017.